Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported since they switched to program 3 the day of the report and increasing stimulation, they had not been able to void. Patient reported they felt the urge to void, however they were unable to void. A few days later the patient rated a 3.5 as they felt like they were not going as much and the volumes were not great. They had went through all of their programs and would reach out to their manufacturer representative to get more. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.